Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. Patient condition was stable.